Event description:
Same case as MDR ID:2134265-2014-07046. (B)(4). It was reported that deployment issue and vessel dissection occurred. In (B)(6) 2014, five days post index procedure, the patient presented with st- elevation myocardial infarction (stemi) and was admitted to the hospital. The patient had been noncompliant with all medications except aspirin. Patient's electrocardiogram (EKG) revealed anterior and inferior stemi and cardiac enzymes were noted to be elevated. Subsequently, coronary angiography was performed and revealed 100% stent thrombosis in 1st om and 90% stenosis in the left atrioventricular groove (l-av). The lesion in om1 was treated with balloon angioplasty, resulting in 0% residual stenosis. The physician then advanced an unspecified choice guidewire in l-av, however, attempts to wire the lesion failed and the om occluded. A second attempt was made using another unspecified choice guidewire and it also failed. The lesion was then treated with a 3.0 x 16 mm promus premier stent. In addition, a 2.5x15 mm apex balloon would not go into the circumflex. Kissing balloon inflations were performed with a 3.0 x 20 mm apex balloon in the circumflex going into the om and a 2.5 x 15 mm apex balloon in the atrioventricular (av) groove circumflex itself. Subsequently, intravascular ultrasound (ivus) revealed distant edge dissection in the 3.0 x 16 promus premier stent placed during the revascularization and with inadequate expansion distally. The physician then deployed a 2.75 x 12 mm promus stent in a contiguous fashion distally in the om. There was 0% residual stenosis in the om and 50% residual stenosis in the av groove circumflex. Two days post procedure, the patient was discharged on clopidogrel and aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).